Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00009.

Event description:
It was reported on (B)(4) 2017 by a quality assurance representative that a c5601 cusa excel 23khz disposable wrench was rejected during inspection because a foreign material was noted. There was no patient involvement.

Manufacturer narrative:
Investigation completed on 27feb2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Events and non-conformances were reviewed and these did not reveal anything that could cause the reported event. No events and/or rework were recorded for the mentioned lot; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. At this moment the reported condition could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
The device was returned to the manufacturer and the unit was received in a packaging tray and completely sealed. The front label of the unit had printed the lot number w1702146 which does not correspond to the nomenclature used to identify the fg lots at integra in (B)(6), and the backside label was missing. A section of the seal area was observed with a foreign material and the border of the tyvek lid looked dirty or with some stains. There was a black particle inside the packaging tray. Once the tyvek lid was removed, it could be confirmed that the seal area was affected by a type of stain which caused a void on the seal area. The black particle inside the tray was found loose. No other discrepancy was observed. The loose particle inside the tray is very similar to the particles which coming from inside of the wrench. Previous investigations have determined that those black particles were coming from inside of the device which is a consequence of the torque test performed at the wrench¿s supplier (ennovea, llc). During the transportation of the product to the customers, those particles can come out due to the vibration and fall in the packaging tray. As part of product enhancements, three (3) holes of the welded cap were closed and the gaps between the metal hex and wrench¿s housing were reduced by incorporating an o-ring between the plastic hub and welded cap of the product. The enhancements have reduced the incidence of black particles within the packaging trays of cusa wrench products. The tyvek lid label with the unknown lot number and the missing tray label indicate that the unit was manipulated after the product was released from integra (B)(6) for distribution. The reported condition of foreign material on the seal area of the packaging tray was confirmed, but its root cause is undetermined.